Event description:
It was reported to st. Jude medical that there was noise on the ventricular channel. Alert messages stated the charge time limit was reached and high voltage lead impedance was out of range. The egm's revealed that the output gates on the device may be damaged due to lead failure. The system will be replaced and returned for analysis.